Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient died. In (B)(6) 2008, the patient presented with stable angina pectoris (ccs class I). In (B)(6) 2008, a 90% stenosed, 25.0 x 2.57mm, de-novo lesion located in the distal right coronary artery (rca) was treated with pre-dilatation, deployment of a 2.75x28 mm taxus express 2 stent, and post-dilatation. Residual stenosis became 0% (on-site qca: 28% ds). Timi flow grade remained 3. A non-bsc stent was also deployed at the lesion located in the proximal (lad). The patient was discharged with no complications the next day on bayaspirin and panaldine. In (B)(6) 2012, the patient died at home of 'gastric cancer' or possible stent thrombosis.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).